Event description:
Taxus express2. The patient underwent stent placement in 2005. The target lesion was identified in the mid left anterior descending (lad), cass 13, with 90% stenosis. The target lesion was pre-dilated with a 2.50x15mm balloon at 12atm and a 3.00x24mm taxus express2 stent was deployed at 16atm. The results were timi-3 flow and 25% residual stenosis. The patient was discharged on ticlid and aspirin 2 days later. The patient had chest pain on exertion since 2005. One hundred fifty three days following the index procedure, he presented with throat pain. He was referred to cardiology where it was determined that the patient had st depressions and tightness of the neck. He was readmitted and had coronary angiography the following day which showed 25% stenosis in the stented lesion as well as new lesions proximal and distal to the target lesion. The lesions were in cass 12 (90% stenosis) and cass 13 (75% stenosis). The reintervention successfully treated both lesions using balloon angioplasty. The stenosis of both lesions was reduced to 25%. The proximal lesion, cass 12, was reported to be possibly on the edge of the taxus express2 stent. The patient was taking ticlid and aspirin at re-admission. The patient fully recovered and was discharged the following day. The relationship of this event to the study device was "possibly related" per the investigator. At the 9 month follow up in 2006, the patient complained of stable anginal symptoms. An out patient coronary angiography 93 days later, revealed two stenotic lesions in cass 12 and 14 with visual estimates of 90% stenosis and 75% stenosis respectively. The patient was treated with balloon angioplasty (poba) 4 days later, which resulted in 0% stenosis in each lesion. The patient had been hospitalized due to the left forearm hematoma, secondary to possible vascular damage. However, he was discharged two days after the poba, when the pain in the left forearm subsided. The investigator attributed this stenosis to the influence of diabetes. The patient has continuously been on ticlid and aspirin since the index procedure. The relationship of this event to the study device was "possibly related" per the investigator.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.